Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 2 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was not under ventilation. The root cause was determined to be a defective pressure sensor assembly and a defective ambient valve. In consequence pressure sensor assembly and ambient valve were replaced to fix the problem. There was no patient or user harm.

Event description:
The unit showed self test failed, we saw the enentlog and found that showed 233001.